Event description:
Customer's father reported hospitalized due to diabetes ketoacidosis. Caller stated that the physician think it may the insulin pump. Caller is not sure why his son is running high. Customer was vomiting. The blood glucose reading at the time of the event was 305 mg/dl. Hospital treated with fluids only; no insulin. The following day the customer's blood glucose would not go lower than 280 mg/dl. Caller stated that customer was taken to second hospital that specializes in pediatric patients. Diagnosed diabetes ketoacidosis. Hospital removed the insulin pump and treated with dual bag system. When the customer reconnected to the insulin pump; he started going high. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.